Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine prolapse ("prolapsed uterus"), dyspareunia ("it hurt to have sex"), menstrual disorder ("change in monthl cycles"), lethargy ("lethargy"), feeling abnormal ("brain fog"), loss of libido ("no libido"), ovarian cyst ("ovarian cyst") and blepharospasm ("eyelid twitching") and was found to have weight increased ("weight gain"), blood testosterone decreased ("low testosterone level") and blood oestrogen decreased ("low estrogen level"). The patient was treated with surgery (hysterectomy bilateral salpingectomy, left oophorectomy/lavh with davinci). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, uterine prolapse, dyspareunia, menstrual disorder, lethargy, feeling abnormal, weight increased, loss of libido, blood testosterone decreased, blood oestrogen decreased, ovarian cyst and blepharospasm outcome was unknown. The reporter considered blepharospasm, blood oestrogen decreased, blood testosterone decreased, dyspareunia, feeling abnormal, lethargy, loss of libido, menstrual disorder, ovarian cyst, pelvic pain, uterine prolapse and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine prolapse ("prolapsed uterus"), dyspareunia ("it hurt to have sex"), menstrual disorder ("change in monthly cycles"), lethargy ("lethargy"), feeling abnormal ("brain fog"), loss of libido ("no libido"), ovarian cyst ("ovarian cyst") and blepharospasm ("eyelid twitching") and was found to have weight increased ("weight gain"), blood testosterone decreased ("low testosterone level") and blood oestrogen decreased ("low estrogen level"). The patient was treated with surgery (hysterectomy bilateral salpingectomy, left oophorectomy/lavh with davinci). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, uterine prolapse, dyspareunia, menstrual disorder, lethargy, feeling abnormal, weight increased, loss of libido, blood testosterone decreased, blood oestrogen decreased, ovarian cyst and blepharospasm outcome was unknown. The reporter considered blepharospasm, blood oestrogen decreased, blood testosterone decreased, dyspareunia, feeling abnormal, lethargy, loss of libido, menstrual disorder, ovarian cyst, pelvic pain, uterine prolapse and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. New event eyelid twitching was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. "Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: upon receiving a internal confirmation, it was confirmed that cases (B)(4) ((B)(4)) and (B)(4) ((B)(4)) are duplicates of each other. All the information from the deletion case (B)(4) was transferred to retention case (B)(4). Reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("hysterectomy") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. "Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of medical device removal ("hysterectomy") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. "Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine prolapse ("prolapsed uterus"), dyspareunia ("it hurt to have sex"), menstrual disorder ("change in monthl cycles"), lethargy ("lethargy"), feeling abnormal ("brain fog"), loss of libido ("no libido") and ovarian cyst ("ovarian cyst") and was found to have weight increased ("weight gain"), blood testosterone decreased ("low testosterone level") and blood oestrogen decreased ("low estrogen level"). The patient was treated with surgery (hysterectomy bilateral salpingectomy, left oophorectomy/lavh with davinci). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, uterine prolapse, dyspareunia, menstrual disorder, lethargy, feeling abnormal, weight increased, loss of libido, blood testosterone decreased, blood oestrogen decreased and ovarian cyst outcome was unknown. The reporter considered blood oestrogen decreased, blood testosterone decreased, dyspareunia, feeling abnormal, lethargy, loss of libido, menstrual disorder, ovarian cyst, pelvic pain, uterine prolapse and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: even ovarian cyst was added. Reporter added. Fu 10 to 14 processed together. On 20-mar-2020: no new information. Fu 10 to 14 processed together. On 20-mar-2020: no new information. Fu 10 to 14 processed together. On 20-mar-2020: no new information. Fu 10 to 14 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) of 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine prolapse ("prolapsed uterus"), dyspareunia ("it hurt to have sex"), menstrual disorder ("change in monthl cycles"), lethargy ("lethargy"), feeling abnormal ("brain fog") and loss of libido ("no libido") and was found to have weight increased ("weight gain"), blood testosterone decreased ("low testosterone level") and blood oestrogen decreased ("low estrogen level"). The patient was treated with surgery (hysterectomy bilateral salpingectomy, left oophorectomy/lavh with davinci). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, uterine prolapse, dyspareunia, menstrual disorder, lethargy, feeling abnormal, weight increased, loss of libido, blood testosterone decreased and blood oestrogen decreased outcome was unknown. The reporter considered blood oestrogen decreased, blood testosterone decreased, dyspareunia, feeling abnormal, lethargy, loss of libido, menstrual disorder, pelvic pain, uterine prolapse and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: fu 7, 8, 9 processed together. Social media content received : reporter added. Events added- uterine prolapse, dyspareunia, low estrogen level and low testosterone level. On (B)(6) 2020: fu 7, 8, 9 processed together. Social media content received : reporter added. Events added- pelvic pain, menstrual disorder, lethargy, feeling abnormal, weight increased, loss of libido. Event ¿medical device removal¿ deleted. On (B)(6) 2020: fu 7, 8, 9 processed together. Social media content received : reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.